Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being submitted due to the completion of product evaluation.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the patient presented to the emergency room with syncope. Upon interrogation noise was seen on the right ventricular (rv) electrogram (egm), however it was not being sensed. The field representative noted that the noise was reproducible and appeared to be from the diaphragm. A chest x-ray was taken which showed the rv lead to be pointed distally in the rv apex, right over the diaphragm. The device was reprogrammed to a fixed sensitivity from automatic gain control in an effort to prevent the agc from seeing the signal. Further review of the patient's status found that their ejection fraction was at 20 percent and they had ventricular tachycardia (vt), so the patient was being considered for an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). Several months later the lead continued to exhibit noise so it was explanted. At that time the patient was upgraded to a crt-d. No additional adverse patient effects were reported.